Manufacturer narrative:
The ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. However, the problem could not be replicated during bench testing. Analysis of the ac adapter revealed that it met specifications; the unit passed visual examination and functional testing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained that their controller ac adapter would "short out"; the adapter would not provide power to the controller. The adapter was removed from service with no reported patient consequences. No further information was provided.